Manufacturer narrative:
(B)(4). The device was manufactured february 7, 2015- february 9, 2015. The device was received for evaluation. Visual inspection noted floating particles inside the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained white floating particles. This was noted before use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.